Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl. The customer was instructed by technical support to remove the cartridge from the pump and deliver a 9-unit bolus, which was completed successfully. Although the original cartridge could not be reloaded, the customer had already filled a new cartridge prior to the call and was able to load it successfully, resuming insulin therapy. The issue was resolved.